Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The display adaptor circuit board was replaced to correct for the poor auxilliary monitor output and the hard disk was reloaded to correct for the mixing of images and thumbnails. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was delivering a poor display with distortions and flickering on an auxilliary monitor. It was further reported that the system was mixing images and corresponding thumbnails. There was no adverse patient involvement reported. There was no patient information reported.